Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was transferred to an alternate ventilator due to a ventilator malfunction. The respiratory therapist was at the bedside when the event occurred. The hospital declined to provide more information regarding the event. Covidien was not authorized to evaluate the device.